Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states defective power adapters and the unit powered off. The customer states this issue has occurred with 10-15 power adapters. No patient involved.